Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became shattered. Customer is unable to open the touch screen due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to a backup pump for insulin therapy.